Event description:
It was reported that during a da vinci-assisted cholecystectomy, the medium-large clip applier instrument would not release the clip when applying it on a cystic artery. The medium-large clip applier would not engage on the universal surgical manipulator (usm) 1 of the patient side cart (psc) after it was removed. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed error 22020 on usm1. The tse asked the customer to reseat the drape on usm1 and tried another instrument. The customer was able to install a different instrument successfully on usm1. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. Failure analysis could not confirm nor replicate the reported issue. The medium-large clip applier was driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with the full range of motion in all directions. The grips opened and closed properly. There was no issue with the clips attaching to the instrument or clamping. The instrument was fully functional. .